Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture at high output due to body tissue inside the lead helix. The lead was no longer used and replaced. The patient was in stable condition post procedure.